Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called into the clinic to get their device checked as they had some dizziness when standing up and were not feeling right. During interrogation possible micro dislodgement was suspected as loss of capture was noted on the atrial lead. Capture was maintained however at higher outputs. The patient was sent for chest x-ray. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was revised.